Event description:
A report was received that the patient was having difficulty charging the ipg. It was mentioned that the ipg had flipped instead of lying flat. The patient will undergo a revision procedure.